Event description:
It was reported when using the paxgene® blood rna tube, the device experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: customer is experiencing tube breakage of paxgene blood rna tube after thawing the tubes. This issue has been ongoing for a while. They have to take 2 samples from each patient in order to be safe.

Manufacturer narrative:
H6: investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the paxgene® blood rna tube, the device experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: customer is experiencing tube breakage of paxgene blood rna tube after thawing the tubes. This issue has been ongoing for a while. They have to take 2 samples from each patient in order to be safe.